Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully because the wire pierced through side of lead upon insertion. A new lv lead with the same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully because the wire pierced through side of lead upon insertion. A new lv lead with the same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found anomalies. Laboratory testing was able to reproduce the reported clinical observations, and detailed analysis revealed abnormalities. Field report and the observation of a puncture hole in the insulation near the tip section of the lead. This type of damage is consistent with a back-loaded guidewire (inserted through the tip portion of the lead) escaping the lumen.